Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:12:03. During night drain cycle five, the patient's ultrafiltration reading was 1992ml, indicating the home patient drained 1992ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A review of the service history revealed no previous service events that could have caused or contributed to the reported problem. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. An internal and external visual inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device completed a short simulated therapy with no issues noted. Upon conclusion of the investigation, the cause of the iipv event was determined to be a false empty detect and use error, further specified as the minimum drain volume percent was set too low. The homechoice apd systems trainer's guide warns the user that setting the minimum drain volume % too low, could result in an incomplete drain for the patient. This could result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.